Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm epic plus supra valve was chosen for a procedure. After sizing was performed and the supra-25 replica sizer was confirmed to reach the level above the annulus without resistance. The valve was selected, sutured to the cuff, and advanced into position. At the time of deployment, a slight discrepancy was perceived between the positioning/size impression of the replica sizer and that of the actual device; however, implantation was continued. As a result, a portion of the aortic sinus of valsalva was torn. After repair and plication were performed, the procedure was completed by implanting a new 21mm epic plus supra while patient on bypass. The patient was reported stable.